Event description:
Reportedly, when an attempt was made to monitor a pt electrocardiogram with the device through a 12 lead pt cable, the device monitor displayed three dashes and no ECG leads off message.